Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information ¿ per the healthcare provider, the patient was doing very well. There were no further issues to report; the pump seemed to be working as intended.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving baclofen (type of baclofen unable to be obtained) at an unknown dose/concentration via an implanted infusion system for intractable spasticity and a spinal cord injury/spinal cord disease. It was reported the patient's spasticity had returned seemingly to baseline per the patient's hcp. The patient also had a headache. The onset of when the event began to occur was not able to be obtained. What led to the event was not known, it was noted the patient may have also had concurrent infection but the details were to be determined. The patient was given oral baclofen to help manage their spasticity; however, he had no response to it. He was also given dilaudid for his headache which did help. The hcp was planning to perform a catheter dye study, but the dates/results were not known at the time of initial report. The issue not was considered to be resolved. The patient's status at the time of this report was listed as "alive - no injury". The patient's medical history was not able to be obtained. The rep planned to obtain additional information from the hcp on (B)(6) 2016. Further information was then received from a rep on (B)(6) 2016. It was reported it was not known if there was a device issue. A catheter dye study was not performed; the hcp was unable to aspirate from the catheter on (B)(6) 2016. Other than the oral baclofen that was given which didn't help the patient's spasticity, additional actions/interventions were not known to the reporter. The cause had not yet been determined. As of (B)(6) 2016, the patient was doing well, but was not at their baseline spasticity level per the hcp. The hcp was going to check on him and provide an update. The rep hoped to have additional information by (B)(6) 2016. It was also noted the patient had two strokes while at the hospital. The cause of the strokes wasn't known. There were no lasting issues from their strokes per the hcp. No further information was provided. Additional information has been requested regarding the dose/concentration of the medication, the event onset date, clarification regarding the patient's symptoms and if there was a device issue/therapy issue or procedure issue, if the cause of their symptoms was determined and if the symptoms had resolved but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.